Manufacturer narrative:
Corrections in h3. Additional information in h6: methods, results, and conclusions. H3: "device evaluation anticipated, but not yet begun (02)" no longer applies but cannot be removed. Inspection the returned device matches the information in the complaint file and was examined. Visual inspection revealed the screw shank fractured. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to excessive torque applied to the screw during insertion, possibly due to improper or insufficient bone prep. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the tulip head of a virage polyaxial screw completely fractured from the shank of the screw intra-operatively. The screw shaft was not able to be retrieved from the patient so it was left; there was a delay of 10-15 minutes while trying to retrieve the broken part of the screw.

Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tulip head of a virage polyaxial screw completely fractured from the shank of the screw intra-operatively. The screw shaft was not able to be retrieved from the patient so it was left; there was a delay of 10-15 minutes while trying to retrieve the broken part of the screw.

Manufacturer narrative:
Corrections in d4: lot & UDI numbers, d9, and h3. Additional information in h4. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the tulip head of a virage polyaxial screw completely fractured from the shank of the screw intra-operatively. The screw shaft was not able to be retrieved from the patient so it was left; there was a delay of 10-15 minutes while trying to retrieve the broken part of the screw.